Event description:
Upon internal review on 28-april-2015, this case will be deleted as this case has been identified as a duplicate of case ID (B)(4). This solicited device case was received on 24-april-2015 from the healthcare professional (physician assistant) via patient support program. This case is cross referred with cases: (B)(4). Patient ID: unknown; country: united states. Study title: patient support program involving synvisc one. This case concerns a (B)(6) female patient who experienced pseudoseptic reaction and had gross effusion of right knee after receiving treatment with synvisc one. No medical history, concomitant medications or concurrent condition was reported. The patient had past treatment with synvisc one (into the right knee on (B)(6) 2011 and into both the knees on (B)(6) 2011). The patient was also treated with euflexxa for both knees on (B)(6) 2014. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (batch/lot number: q1411 and expiration date: 31-mar-2017; dose and indication: not provided) into unspecified knee. On unknown dates in (B)(6) 2015, the patient had gross effusion of right knee and experienced pseudoseptic reaction. It was reported that no aspiration was performed. Corrective treatment: gross effusion of right knee: methylprednisolone (medrol) dose pack patient had pseudoseptic reaction: not reported. Outcome: patient had pseudoseptic reaction: recovered. Gross effusion of right knee: unknown. Reporter causality: not reported for both the events. Company causality: associated for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated 29-april-2015: this initial case concerns a (B)(6) female patient who was treated with medrol for effusion of right knee after receiving synvisc one. Although the event and the product are temporally related, however, due to lack of detailed information regarding underlying medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.